Event description:
A customer reported that he had lost consciousness and been hospitalized after mistreating himself with insulin based on a reading obtained in the incorrect unit of measurement on his adc meter. The customer cannot remember observing any error messages on the meter and does not know whether any other settings changed. The meter is one where the customer could inadvertently change the units of measurement. There are no details available on the treatment given to the customer while in hospital. The customer has now been released from hospital.

Manufacturer narrative:
The meter has been requested for investigation. A follow up report will be submitted if the product is received.